Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient was presented in clinic with swelling due to infection at the device site. The pacemaker, atrial lead, right ventricular (rv) lead and left ventricular (lv) lead were explanted. On (B)(6) 2023, a new pacemaker system was implanted. The patient was in stable condition.